Manufacturer narrative:
Batch record review - a review of the lot file for a125 was performed. There were no nonconformances associated with this lot at the time of the event. This lot met all release requirements. A review of complaints received for lot a125 was performed. There was 1 complaint reported for pto leaks to date for this lot. The following alarm was noted during release testing: system pressure @ 174 ml: checked for occlusions and kinks and none found. Restarted: no leaks found. Service order (B)(4) completed: (B)(6) 2013, customer reported a blood leak on the pump deck, fe responded to remove all pump-heads, cleaning and lubrication of the shafts as part of the checkout procedures. The instrument was verified to be running within specification and was transferred back into operation. Repairs have returned this instrument to expected operation. The assessment is based on info available to at the time of the investigation. The root cause could not be determined based solely on the info provided by the customer. No product was returned by the customer for investigation. (B)(4).

Event description:
The customer reported a blood leak that occurred during a treatment procedure. The customer reported that the system posted alarms that the return pressure was too high. When they inspected the instrument they discovered that there was a blood leak on instrument. The customer could not tell where the leak was coming from. The customer stopped the treatment immediately. There was no reported harm to the pt. Customer requested service to inspect the instrument before they reuse. (B)(4).